Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report the transmitter shocked the patient on (B)(6) 2015. Patient's father stated, while at school, the transmitter shocked the patient in the arm. Patient's father did not report any injury or medical intervention. No additional event information was reported.